Event description:
During a planned cardioversion, the device appeared to lose power then come back on either just prior to or at the same time as the discharge switches were pressed. The service indicator was illuminated after the device came back on. The operator continued using the device and administered 3 shocks to the pt. There were no adverse affects to the pt reported as a result of the alleged malfunction.